Manufacturer narrative:
(B)(4). Date sent: 02/02/2022. D4: batch # 251a67. Device analysis: visual analysis of the returned sample revealed that the pph03 was returned without apparent damage. In addition the accessories were received along with the device. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿packaging integrity". In addition, the pph03 device arrived with the breakaway washer present, uncut, and the device was fully loaded with staples, indicating that the device had not being fired. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned non-sterile and no blister or tyvek was received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Please provide a picture (if available)

Event description:
It was reported that the packaging was damaged on the inner side. The device couldn't be used as sterility was compromised. No patient consequences reported. No further information is available.